Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, normal telemetry, interrogation, as well as pacing and sensing functions were observed with the returned device. The ventricle ring (v-ring) terminal block would not pass the minimum gage pin allowed through it, a smaller gage pin than the minimum allowed would pass through it. Final analysis concluded that the reported clinical observations were due to medical adhesive residue in the ventricle lead barrel that was found on the distal side of the v-ring connector block. This residue caused enough interference so that the minimum gage pin would not pass entirely through the v-ring connector block.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine implant procedure, the chronic right ventricular (rv) lead tip, which was contaminated with body fluid was inserted into this new device. Once the lead was screwed in appropriately, intermittent capture was observed. The lead was removed from the header and both the lead tip and device header were cleaned, however, when the lead was re-inserted, intermittent capture was again observed. The rv lead was inserted into the chronic device and no issues were observed. A second new device was used without complication. This device was not used. To date, no adverse patient effects were reported with this clinical observation.